Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that the patient underwent sling resection and removal on (B)(6) 2011 due to bladder outlet obstruction from sling. It was reported that the patient underwent a restorelle mesh implant on (B)(6) 2011. It was reported that the patient underwent cystocele and urethrocele repair and excision of mesh on 10/29/2013 due to dyspareunia. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/15/2016.